Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the pre-existing scar tissue caused issues with lead placement which led to a 3rd lead revision. This was noted to be within 1 to 2 years after initial implant in 2010. There was no patient symptom reported. Follow up has been conducted to obtain information regarding the revision, root cause and intervention/resolution for the event.

Event description:
Additional information received from the healthcare provider (hcp) reported that no lead revision/replacement took place between (B)(6) 2010 and (B)(6) 2016, but the hcp then stated one took place during this time. The hcp hadn't seen the consumer since (B)(6) 2014.

Event description:
It was also noted the indication for use included reflex reflex sympathetic dystrophy/causalgia.